Event description:
It was reported that the patient indicated experiencing inflation and deflation issues with an inflatable penile prosthesis (ipp). The patient expressed that the implant never inflated "all the way" and had been "stuck" halfway inflated for about a week. It was reported that the patient had an upcoming doctor appointment scheduled. Product performance analyst (ppa) was unable to request further information, as customer contact for the account is unknown. No more information available at the moment. Should additional information become available, it will be provided.